Manufacturer narrative:
On 03-jan-2025, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. The procedure was completed with a replacement instrument and the issue caused a delay of 15 minutes. No photographic images of the device(s) or a video recording of the procedure were available for review. The monopolar curved scissors (mcs) instrument is not available for return as the site only kept the fallen sheath. The mcs tip cover accessory fell inside of the patient¿s anatomy and was retrieved via coelioscopy. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The mcs instrument did not collide with any other instruments during the surgical procedure and the mcs tip cover accessory appeared to be properly installed during the surgical procedure. The surgical staff did not notice any damage on the mcs tip cover accessory after the event occurred. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Isi received the mcs tip cover accessory to perform failure analysis. The mcs tip cover accessory was analyzed. The mcs tip cover accessory underwent external inspection and no missing material was detected. Additionally, the mcs tip cover accessory was found to have tearing on the proximal end where the instrument inserts. The tears were axially aligned with the mcs tip cover accessory and measure from 1.66 mm in length. There are no signs of thermal damage present. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as the mcs tip cover accessory underwent external inspection and no missing material was detected. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory was detached from the mcs instrument. After removing the mcs instrument, site found that the mcs tip cover accessory was missing.